Event description:
It was reported to nova biomedical that a consumer received a result of 122 mg/dl on their blood glucose meter. Approximately an hour later, the consumer experienced a hypoglycemic event requiring medical intervention. It is unknown if the consumer ran a control solution test for integrity before use on their initial test strips as instructed in our directions for use. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for evaluation because this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.